Event description:
It was reported that the patient had insufficient pain relief and experienced a loss of stimulation. All components were explanted. No further information has been obtained.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred the day the system was explanted.Block D.2b; Additional applicable Product Code: LGW, QRB.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50. Serial Number: (b)(6).Batch/Lot Number: 208305. Model/Catalog Description: LINEAR ST LEAD KIT 50 CM. Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-2218-50. Serial Number: (b)(6). Batch/Lot Number: A47904. Model/Catalog Description: LINEAR ST LEAD KIT 50 CM. Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-2218-70. Serial Number: (b)(6).Batch/Lot Number: A42951.Model/Catalog Description: LINEAR ST LEAD KIT 70 CM. Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-2218-70. Serial Number: (b)(6). Batch/Lot Number: 229432. Model/Catalog Description: LINEAR ST LEAD KIT 70 CM. Unique Identifier (UDI) #: (b)(4).